Event description:
(B)(4) it was reported that on (B)(6) 2025, one 2.5x38 mm esprit btk scaffold was implanted in the left tibioperoneal trunk. On (B)(6) 2026 arterial duplex showed occlusion in the left anterior and posterior tibial arteries. Treatment was deferred pending orthopedic treatment for the knee and hip. On (B)(6) 2026 laser atherectomy and angioplasty were performed in the left tibioperoneal trunk and peroneal artery. Angioplasty was also performed in the left superficial femoral artery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.